Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the back part of the impaction handle broke off. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA: 2127499 has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: review of the device history records indicate 25 devices were manufactured under lot no: 32882 and accepted into final stock on 12/22/2015 and 28 of 29 devices were manufactured and accepted into final stock on 12/23/2015. The rejected device was dispositioned as "return to vendor" per qt 15-12- 0072 on (B)(6) 2016. The non conformance was unrelated to the failure in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209830, lot number: 32882 shows 09 additional complaints related to the failure in this investigation. The related complaint is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. CAPA: 2127499 has been raised for lost product. If the device is returned then the complaint will be reopened. H3 other text : product was not available for evaluation.

Event description:
The back part of the impaction handle broke off. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The back part of the impaction handle broke off. Case type: tha.